Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was dead. The patient underwent ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients implantable pulse generator (ipg) was dead. The patient underwent ipg replacement procedure and was doing well postoperatively. Additional information has been received that the explanted device was not returned.